Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, the investigation also found a buckling uso seal. Replaced battery door and uso seal. Performed uso/dso calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery compartment was damaged. The investigation also found that the uso seal was buckling. No patient involvement.